Event description:
Customer reported via phone, she needed assistance with inserting sensor. During assistance customer mentioned she was hospitalized due to due to high blood glucose over 600 mg/dl. Customer reported she had an altercation where she was worked up, as a significant event which led to the paramedics being called. Her blood glucose was lowered to 302 mg/dl, released, and advised to see her doctor the following day. The insulin pump is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.